Event description:
It was reported that before a coronary drug eluting stenting treatment procedure, the stent was noted to be damaged. Before introduction and after unpacking, it was noticed that the proximal part of the taxus express2 3.50 x 16 mm drug eluting stent was lifted from the carrier balloon partially. No pt complications were reported.